Event description:
The customer reported that the ortho provue misread a sample barcode ID numbers. The customer indicated that the issue involved two provue analyzers. Sample misidentification may lead to the reporting erroneous test results. The second provue (B) (4) (B) (4) is being reported under medwatch MFR# 1056600-2008-00333, to document the second complaint reported by the customer.

Manufacturer narrative:
An ocd field engineer determined that the customer's barcode label printer was damaged and not functioning properly. This may have lead to poor quality barcode label printings, resulting in the barcode misreads. The customer was advised by ocd to replace the printer to resolve the issue. Provue malfunction was not identified. Repairs were not required to return this analyzer to expected operation. This customer has not logged any similar complaints against this instrument since this incident. Incident appears to be isolated. (B) (4).